Event description:
As reported in 2007, this patient was implanted with gore tag thoracic endoprostheses. In 2008, a distal type I endoleak was observed. On five days later, this patient underwent a reintervention with another gore tag thoracic endoprosthesis to repair the type I endoleak. Post-operatively a distal type I endoleak was observed. The left common femoral artery was found ruptured upon removal of the gore introducer sheath with silicone pinch valve. A covered stent (manufacturer unknown) was placed across the origin of the perforation. The repair of the perforation was successful.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.